Event description:
A 3.5mm diameter by 24mm length s670 stent delivery system was inserted to treat a 95% calcified lesion in the right coronary artery. A total of two s670 stents were deployed in the mid and proximal areas of the artery. The lesion was pre-dilated with a 3.0mm diameter by 20mm length ptca balloon. It was reported that there was acute thrombosis within the stents shortly after the procedure, which was attributed to tissue prolapse. The lesion was subsequently treated with balloon angioplasty and the deployment of another MFR's stent. There was no add'l clinical sequelae reported related to the event. No further info was available regarding this incident. Separate medwatch reports have been submitted for each device involved in this event.